Event description:
The customer contacted physio-control to report that upon powering on their device, it will not complete the boot-up process. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio-control further evaluated the customer¿s device and determined that the cause of the reported issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired at this time. The customer has received a loaner unit until a permanent solution is identified.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that upon powering on their device, it will not complete the boot-up process. There was no patient use associated with the reported issue.